Event description:
Customer states that multiple patients contracted dermatitis which could have been from prolonged exposure to the iodine prep solution within the pack. Silvadine ointment used to treat and no untoward effects were reported following discharge from the hospital.